Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a damaged femoral marker/marker flake-off. A kink was observed in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. An opticross imaging catheter was selected for use. During the procedure, lost image appeared. The procedure was completed with another opticross imaging catheter. No patient complications were reported. However, device analysis revealed a damaged femoral marker/marker flake-off.